Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ("significant and abnormal uterine bleeding/ dysfunctional uterine bleeding") and abdominal pain ("severe and constant abdominal pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On (B)(6) 2010, 917 days after starting essure, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and clinically significant/intervention required). On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), dyspareunia ("pain during intercourse") and menorrhagia ("increasingly heavy menstrual bleeding"). The patient was treated with hysteroscopy, dilation and curettages, and novasure endometrial ablation on (B)(6) 2011 and laparoscopic assisted vaginal hysterectomy with bilateral partial salpingectomy on (B)(6) 2016). Essure was withdrawn. On (B)(6) 2016, the dysfunctional uterine bleeding, abdominal pain, dyspareunia and menorrhagia had resolved. The reporter considered dysfunctional uterine bleeding, abdominal pain, dyspareunia and menorrhagia to be related to essure. The reporter commented: plaintiff never experienced such immense abdominal pain prior to undergoing the essure procedure. Diagnostic results: on (B)(6) 2008: hysterosalpingogram (hsg) - the bilateral essure implants were both present, with no identified extravasated contrast. On (B)(6) 2010: pelvic exam (unspecified) - normal. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and significant and abnormal uterine bleeding/ dysfunctional uterine bleeding and severe and constant abdominal pain. These events are anticipated in the reference safety information for essure. Coils were removed approximately 9 years after insertion procedure. Abdominal pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, these events were assessed as related to essure use. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('significant and abnormal uterine bleeding/ dysfunctional uterine bleeding') and abdominal pain ('severe and constant abdominal pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6)2010, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), 2 years 6 months after insertion of essure. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse") and menorrhagia ("increasingly heavy menstrual bleeding"). On an unknown date, the patient experienced pelvic pain ("worsening pain"), genital haemorrhage ("worsening abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms") and autoimmune disorder ("auto-immune symptoms"). The patient was treated with surgery (hysteroscopy, dilation and curretage, and novasure endometrial ablation on (B)(6) 2011 and laparoscopic assisted vaginal hysterectomy with bilateral partial salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the dysfunctional uterine bleeding, abdominal pain, dyspareunia and menorrhagia had resolved. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, dysfunctional uterine bleeding, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced such immense abdominal pain prior to undergoing the essure procedure. Diagnostic results: (B)(6) 2008: hysterosalpingogram (hsg) - the bilateral essure implants were both present, with no identified extravasated contrast. (B)(6) 2010: pelvic exam (unspecified) - normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('significant and abnormal uterine bleeding/ dysfunctional uterine bleeding') and abdominal pain ('severe and constant abdominal pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), 2 years 6 months after insertion of essure. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse") and menorrhagia ("increasingly heavy menstrual bleeding"). On an unknown date, the patient experienced pelvic pain ("worsening pain"), genital haemorrhage ("worsening abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms") and autoimmune disorder ("auto-immune symptoms"). The patient was treated with surgery (hysteroscopy, dilation and curretage, and novasure endometrial ablation on (B)(6) 2011 and laparoscopic assisted vaginal hysterectomy with bilateral partial salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the dysfunctional uterine bleeding, abdominal pain, dyspareunia and menorrhagia had resolved. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, dysfunctional uterine bleeding, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced such immense abdominal pain prior to undergoing the essure procedure. Diagnostic results: (B)(6) 2008: hysterosalpingogram (hsg) - the bilateral essure implants were both present, with no identified extravasated contrast. (B)(6) 2010: pelvic exam (unspecified) - normal. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received. Essure indication added. Events worsening abnormal bleeding, auto-immune or hypersensitivity symptoms were added and worsening pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc ((B)(4)). Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and significant and abnormal uterine bleeding/ dysfunctional uterine bleeding and severe and constant abdominal pain. These events are anticipated in the reference safety information for essure. Coils were removed approximately 9 years after insertion procedure. Abdominal pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, these events were assessed as related to essure use. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('significant and abnormal uterine bleeding/ dysfunctional uterine bleeding') and abdominal pain ('severe and constant abdominal pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required), 2 years 6 months after insertion of essure. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse") and heavy menstrual bleeding ("increasingly heavy menstrual bleeding"). On an unknown date, the patient experienced pelvic pain ("worsening pain"), genital haemorrhage ("worsening abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms") and autoimmune disorder ("auto-immune symptoms"). The patient was treated with surgery (hysteroscopy, dilation and curretage, and novasure endometrial ablation on (B)(6) 2011 and laparoscopic assisted vaginal hysterectomy with bilateral partial salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the abnormal uterine bleeding, abdominal pain, dyspareunia and heavy menstrual bleeding had resolved. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, autoimmune disorder, dyspareunia, genital haemorrhage, heavy menstrual bleeding, hypersensitivity and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced such immense abdominal pain prior to undergoing the essure procedure. Discrepancy noted in date of removal (B)(6) 2016 (as per mr). The essure device was placed. There was 3 coils on the right and 4 on left. Diagnostic results: (B)(6) 2008: hysterosalpingogram (hsg) - the bilateral essure implants were both present, with no identified extravasated contrast. (B)(6) 2010: pelvic exam (unspecified) - normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2021: medical record received: medical history, patient's aka name, reporter information were added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.